Event description:
It was reported there was a lead perforation post implant causing a pneumothorax. The lead thresholds and sensing were reported as good the day after implant. The patient went home and later became symptomatic. It was further reported the lead eroded, and dislodged for unknown reasons. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.